Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on 9/15/2016. A visual inspection was performed and there were no signs of physical damage. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). A review of the platform archive indicated the device stopped compression on (B)(6) 2016 due to multiple ua17s (max motor on time exceeded during active operation) and ua45s (not at "home" position after power on/restart), confirming the customers complaint. The returned autopulse was tested and failed due to system error 'latch 139'. This system error is not related to the reported complaint. There were no occurrences of ua17 or ua45 during testing indicating that the user was able to clear the user advisories. The autopulse user guide instructs that a user advisory generally indicates that a misalignment or inappropriate of the patient or the lifeband has occurred. To clear the errors follow the instructions on the screen and then attempt to restart active operation by pressing start/continue button. For example to clear the ua45 the user should pull up on the lifeband until the chest bands are fully extended (thereby moving the drive shaft back to its home position), and then restart. Further testing showed that the brake gap was out of specification. The drive train motor was replace to resolve the issues, after which a run-in and final tests were performed on the device and all specifications passed. In summary the customers report of the autopulse displaying ua17 and ua45 while in use, was confirmed through the archive review but not during functional testing. The root cause of these errors was determined to be the drive train motor, which was replaced resolving the issue for the site. Autopulse (B)(4) has been returned to the customer. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse unexpectedly stops compressions, the interruption is similar to interruptions prescribed in the aha guidelines. Changing from the autopulse to manual CPR can be made in just a few seconds, and is similar to the time necessary for rescuer rotation. Because the conversion to manual CPR is quick, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR

Event description:
The customer reported that the autopulse displayed user advisory (ua)17 (max motor on time exceeded during active operation) and ua 45 (not at "home" position after power on/restart) while in use on a male patient. The patient expired during this event. No other patient information available. During follow-up the customer reported that the emergency medical service (ems) was dispatched for an unresponsive patient not breathing. The ems arrived to find the patient in cardiac arrest. Bystander manual CPR had been performed for an unknown time prior to the ems arrival and was continued by ems until the autopulse was placed on the patient. The autopulse displayed ua17 and ua 45 faults that would not clear. The autopulse was discontinued and manual CPR was resumed, while transporting the patient to the hospital. The patient was pronounced dead at the hospital. The exact cause of death is not available.